Event description:
Reporter noted corneal burn occurred during procedure; corneal graft required. Current patient status is unk. Feels a kink in center tubing of cassette, coming out of packaging this way, may have contributed to problem.

Manufacturer narrative:
A company service rep checked system, including phaco handpiece, all met specifications. Cassette has not been received for evaluation to date. Provided customer with additional information on possible causes of thermal injuries. Codes provided by manufacturer. This report mailed in to FDA on: 09/28/2006.